Event description:
It was reported that "the 1/4 inch drill bit broke off when drilling for the sizer. Nothing in the patient. Used a regular drill bit instead."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.